Event description:
Patient scheduled an appointment for dermal filler injections for (B)(6) 2022. She requested lip filler and nasolabial fold filler due to loss of volume post massive weight loss. Procedure to inject the fillers performed by physician on (B)(6) 2022. Patient returned to office on (B)(6) 2022 as she stated she began to develop tender lumps on r side of her lips approx 1-2 weeks prior. She was seen and treated by physician on (B)(6) 2022 to date. Adverse event was reported to allergan/abbvie, manufacturer of the dermal filler.